Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator's ventilation volume was increased. The patient required to be manually ventilated with a bag valve mask and powered off the device. The patient came back home, and the sales rep replaced the device with a same model. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's ventilation volume was increased. The patient required to be manually ventilated with a bag valve mask and powered off the device. The patient came back home, and the sales rep replaced the device with a same model. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Disassembly investigation was performed, and no faulty portion was confirmed by visual checking. In addition of the above evaluation, final test verified that there was no abnormality in the device, system board was replaced to prevent recurrence.